Event description:
I have a migrating perifix plug/patch. It has connected to the nerve to my right testicle. And now it is effecting my right side abdomen. The surgeons at facility. Refuse to even look at it. My legs are now half the size as they were 4 years ago. I can't walk uphill or lift anything more than a few pounds. I went in for a 45 minute hernia surgery and dr took it upon himself to do a four 1/2 hour surgery without my consent. Then to make matters worse he refused me pain medication after the surgery. I would scream till I passed out. Then wake up screaming again only to pass out from the pain. When I went back to the hospital for blood work the nurses there said they would not let dr operate on their dog much less one of their family. Last time I saw dr he ran away from me outside his office. This dr should be barred from practicing medicine and make reparations to those he has harmed. The people in the mountain communities have nicknamed him 'kill em all.' This man is a detriment to the health and well being of his patients. I would also like to know who is the manufacturer of this product. Thank you for your time and consideration. Sincerely, diagnosis or reason for use: hernia.